Event description:
(B)(4). Started seeing black and gray spots rapidly. The spots would come and go. Frequency per episode were 3-4 seconds, but was constant throughout any given day. Progressively got worse. Heavy periods, longer last periods, spotting throughout the month, and period were more frequent 2-3 times a month, lasting at least 10 days. Rashes broke out on my finger and back of arms. High level of nickel found in urine tests.